Event description:
Approximately three months after the implantation, the site reported that the patient experienced a loss of power due to abnormal battery behavior that occurred while the patient was properly changing a battery at home. The patient heard an alarm and did not experience any clinical effects as a result of the loss of power. Preliminary review of the log files revealed a loss of power on the reported event date.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Functional testing revealed that (B)(4) contained a faulty cell pair which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2014-00630 and 3007042319-2014-00972) submitted for devices related to the same event.